Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that a dissection occurred in the rca while a xience v 2.5 x 23 was implanted. Another xience v stent was used to cover up the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection, as listed in the xience v IFU and no fault risk assesment, is a known adverse event associated with coronary stenting. Dissection can be influence by several factors, including, lesion characteristics, technique, and product size. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel, requiring additional intervention. While a conclusive cause for the reported dissection and its relationship to the product, if any, cannot be determined, there does not appear to be an indication of a product quality deficiency.